Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ball detent in the thickness control lever was not in the correct position, the control bar was not in the correct position, and the device was out of calibration. The thickness control lever and bearings were replaced and the control bar was repositioned and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - canada.

Event description:
It was reported that during surgery, the dermatome cut too deep. An additional unplanned skin graft was required to complete the surgery. The patient had an unspecified tissue failure. There was a 20-minute surgical delay to double check the machine and take an additional transplant. Another dermatome was used to complete the surgery. The surgical technique was utilized, they had the right jelonets and the skin was well prepared and pulled properly. Due diligence is complete, no additional information is available.